Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There was no associated deviation or non-conformity reports found in the manufacturing record review (mrr) related to the reported event. There were no discrepancies found during the manufacturing record review. The product met manufacturing release criteria. The intraocular lens (iol) was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. Small loose particles were observed on the sample. The lens was received cut in two pieces and there were stress marks on the haptic hinges. The lens condition is consistent with a lens that was removed from the patient¿s eye. Due to the condition of the returned lens, no further evaluation was performed. Since the lens was handled for surgical use, there is a possibility that the lens was damaged during handling at the surgical site. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of this report is being corrected in MDR follow-up#1 from (B)(6) 2015 to (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the physician noted at insertion that the intraocular lens (iol) implant had a scratch or tear in it. It was stated that the wound was enlarged and the intraocular lens (iol) was cut in half and removed within the procedure. A zcb00 lens was implanted and the wound was closed with a 10-0 suture. Follow-up indicated that the patient is doing well. No further information was provided.

Manufacturer narrative:
Age at time of event or date of birth: unknown. Sex/gender: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.